Event description:
Title: ortho knees. A surgeon performed 15 knee replacement surgeries (both unicompartmental and total replacement) in 2003 using encore implants. The surgeon used simplex p with tobramycin antibiotic bone cement, manufactured by stryker-howmedica-osteonics. Ten out of the 15 total pts were presented within 7-30 days post-op with symptoms including swelling, pain, and/or stiffness of the operative joint. Reporter has not determined the cause of the inflammation. All 10 required add'l medical or surgical intervention. Not all of the pts returned to reporting hospital for follow-up care, therefore reporter does not have complete info as to the extent of medical and/or surgical treatment the pts received. Aspirate cultures were negative in all cases.